Event description:
The pt was implanted with a left ventricular assist device. A user facility report rec'd from the intermacs registry stated that the pump intermittently stopped working. An x-ray was taken and it was negative for internal driveline fracture.

Manufacturer narrative:
(B)(4). No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Manufacturer narrative:
A specific cause for the reported pump stop could not be determined. Additional information provided indicated that log files revealed a loss of power to the controller; however, the log file was not submitted. The patient¿s battery clips and patient cable were changed. The patient remained ongoing on (B)(4) without further issue until expiring due to an unrelated issue (reference MFR # 2916596-2013-01619). An autopsy was not performed and (B)(4) was not returned for analysis. A review of device history records for this device showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.